Manufacturer narrative:
No service was requested. Investigation and repair was performed by third party service provider who reportedly replaced the expiratory channel pc board. It was not returned for investigation. The reported event with this specific technical error code indicates that the safety valve was detected as open without the fulfilment of the conditions for opening the valve. Appearance of this failure will be notified to the user by generated high priority alarms and a technical error code. If the fault is present it will be detected during pre-use check. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
It was reported that the ventilator generated a technical error code indicating an open safety valve. There was no patient harm. Manufacturer's ref #: (B)(4).